Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that electrocautery was used on (B)(6) 2020 during a procedure to replace the competitor leads. Reportedly, the ipg was unable to communicate with external devices and troubleshooting was unsuccessful. As a result, the ipg was explanted and replaced. Issue resolved and effective therapy established post-op.

Manufacturer narrative:
The reported observation of ¿no ipg communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the surgical procedure on the reported date.